Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced recurrent peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was not reported if the patient required hospitalization following the first diagnosis of peritonitis. Treatment information was not reported. The patient experienced continued symptoms for the next month until they were diagnosed a second time with peritonitis. The patient did not require hospitalization but was treated with cefazolin (1 gm intraperitoneally (ip)) and cefoxitin (1 gm ip) (frequencies not reported). At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13g11h25 with no issues noted during the manufacturing process. The device was not returned for evaluation. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).